Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home, 1900 n highway 201 mountain home, ar 72653, united states. Baxter healthcare - dominican republic carretera sanchez , km 18.5, parque industrial itabo, piisa haina, san cristobal 91000, dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the heater line of the homechoice cassette and a solution bag. This was observed during an unspecified process step of peritoneal dialysis (pd) therapy. Continuous ambulatory peritoneal dialysis was discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.